Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunctions. The fse reported that the gas loss in iab circuit alarm was present in the logs; however, the issue could not be replicated when exercising the iabp on a test catheter and patient circuit. The fse discovered that the IV pole was missing and replaced it. The device passed all pneumatic leak tests. Both the console and cart passed the helium leak tests.

Event description:
It was reported that during use cardiosave intra aortic balloon pump had a gas loss in iab circuit alarm. No harm or injury to the patient was reported.